Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10: h10: the device was received for evaluation. Visual inspection was performed and an incomplete port seal was observed. Clear passage and clamp function testing were performed and no issues were observed. During leak testing, a leak was observed located at the port seal. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue occurred during the rf (radio frequency) welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set leaked at ¿the bag seal part¿ between the connection of the tubing and the bag. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.